Event description:
(B)(6), field nurse reports ms3 pump sn (B)(4) (1/18/2020) internal battery is being drained too quickly and therefore pump lost its programming. She believes there is a problem with the internal battery. Error did not occur while in use and did not cause any harm to the patient. Pharmacy is replacing the pump. Patient has a functioning back up pump. Reported to (B)(6) by: health professional.